Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system had a complex cardiac history, including av node ablation and implantation of a dual-chamber pacemaker. The patient was reported to be 100 percent pacemaker dependent. The device was monitored through both remote and in-clinic evaluations. Interrogations indicated an estimated battery longevity of approximately 7.5 years in april 2023, 7 years in july 2023, 6.5 years in december 2023, and 6 years in march 2024. An abnormal rate of battery depletion was suspected. Approximately three months later, the patient presented to the emergency department (ed) in distress. Health care professionals (hcps) reported the patient was diaphoretic, bradycardic, and clinically deteriorating, with a heart rate (hr) of approximately 30 beats per minute (bpm). While in the ed, the patient's condition worsened, progressing to asystole and cardiac arrest. Resuscitative measure, including cardiopulmonary resuscitation (CPR), epinephrine administration, and sodium bicarbonate administration were performed, and the patient was successfully resuscitated. A subsequent remote interrogation revealed loss of capture (loc) on the right ventricular (rv) channel. Following the cardiac arrest, the patient was admitted to the intensive care unit (ICU) and experienced multiple complications, including cardiogenic shock and acute respiratory failure requiring mechanical ventilation, with multiple episodes of intubation and extubating. The patient also developed acute hemorrhagic shock secondary to a spontaneous abdominal wall hematoma, requiring blood transfusions, platelet transfusions, and fresh frozen plasma administration. Additional reported complications included lactic acidosis and metabolic acidosis. The patient further experienced a life-threatening hemorrhage while on a medication. The medication was subsequently discontinued; however, the underlying risk of stroke persisted. No additional adverse patient effects were reported. This pacemaker remains in service.